Event description:
It was reported that customer experienced reduced pump battery life. There was no reported impact to the customer¿s blood glucose level. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained.